Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating the patient came to the hospital for treatment due to hypertension and arrhythmia. The doctor used the device to monitor the patient's physical signs and operated according to the standard procedures. However, it was found that there was no response when the device turned on. The doctor replaced another device and it can be used normally without causing any harm to the patient. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a power module failure. The root cause of the power module failure could not be determined. The issue was resolved by repairing power module by customer and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the device had no response when it turned on. Reported problem was found before use in patient, there was no actual harm or injury reported to philips. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.